Event description:
Customer reported the galileo barcode reader misread a sample barcode. The customer scanned the sample with the hand held scanner; the barcode was read correctly.

Manufacturer narrative:
The customer will send in the label from the sample tube for eval. Investigation is ongoing.